Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during preparation for an open rf ablation procedure for hepatic malignancy, the generator didn't deliver power. The open rfa was canceled and they performed an excision for the patient. The patient is in good condition without injury.